Manufacturer narrative:
Block e1: initial reporter's facility name is run run shaw hospital affiliated to medical college of zhejiang university; reported here as the facility name exceeded character limit for designated field.

Event description:
It was reported that an abnormally low temperatures readings were observed during each energy delivery. During an ablation procedure to treat atrial fibrillation, an intellanav mifi open-irrigated catheter was used in the pulmonary veins. Abnormally low temperature readings were observed during each energy delivery. The expected temperature was around 30 degrees celsius; however, the actual temperature ranged from 24-25 degrees celsius. No error messages or alarms were displayed. Another of the same device was used, and the procedure was successfully completed. No patient complications were reported, and the patient's condition was stable following the procedure.